Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation in clinic follow up, no capture, and impedance and sensing numbers dropped was observed on the rv lead. The patient reported no complaints. Patient was noted wearing shoulder immobilizer.

Manufacturer narrative:
(B)(4). Correction: this report is related to related manufacturer reference number: 2017865-2019-11742.

Event description:
New information notes lead dislodgement, high thresholds and undersensing.